Manufacturer narrative:
A maquet field service technician evaluated the product in question. An intermittent contact of the line cord at the base terminal was found which caused the reported failure. The connection was rewired so that the contacts were secure and making full contact. The device was successfully tested to factory specifications.

Event description:
(B)(4).

Event description:
It was reported that the hcu 30 would power off and on when the line cord was removed. (B)(4).

Manufacturer narrative:
A maquet field service technician will investigate the unit in question. A supplemental medwatch will be submitted if additional information becomes available.